Event description:
It was reported that the patient felt like he got an inappropriate shock while at the chiropractor's office. This occurred while the chiropractor was using a tens unit on the patient. Technical services discussed doing a latitude data download and contacting the physician. There were no additional adverse patient effects. The system remains implanted.